Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No low battery alarms were noted during testing. The pump was received with a corroded battery tube, a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer had received low battery alarms. The customer's blood glucose level was 140mg/dl. The customer states they had received replacement battery cap, but the issues persist. The customer was advised the pump would have to be replaced and returned for analysis.